Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. The device had a damaged component which affected its ability to reach load height, but there was no defect found that would have attributed to the reported tip. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the cot would not reach load height and there was a tip. There was patient involvement, but there was no impact to the patient.